Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular zone 9 infrarenal procedure to treat an aneurysm utilizing gore® excluder® iliac branch endoprosthesis (two internal iliac components and iliac branch component), gore® excluder® aaa endoprosthesis (iliac extender and 3 contralateral legs) and gore® molding & occlusion balloon catheter as an accessory. Patient tolerated the procedure. On (B)(6) 2023, the patient presented in emergency as a symptomatic aneurysm with very challenging (tortuous) anatomy and multiple (8) health issues. Patient appears to have an ibe junction leak on the right side and physician plans to do a reintervention in the future but first they are treating the patient's many other health issues not related to the abdominal aortic aneurysm (aaa) and common iliac aneurysm that will be extending the limb distally. Reintervention is planned but date is unknown as the other health issues are more pressing concerns.